Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was unknown. Troubleshooting was performed. The caller stated that the drive support cap was flush. The customer stated that the device was not exposed to a high magnetic field. Assisted the caller to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.